Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set leakage issue at the site on (B)(6) 2026. The infusion set had been in use for two days at the time of the event. No further information is available.